Manufacturer narrative:
Updated to reflect the report that the patient had a dye study on (B)(6) 2017, when the tear/hole was identified. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-sep-12 from the manufacturer's representative. It was reported that the patient's weight would not be provided. The pump system was operating properly and the patient's healthcare provider was focusing on the dosing strategy for the patient's intrathecal medication. Additional information was received on 2017-sep-13. It was reported that there was no damage to the catheter. No product was removed and everything was working properly. Additional information was received on 2017-sep-27. It was reported that the patient was having pain control issues and a dye study was performed on (B)(6) 2017. A hole or tear was found near the anchor. The hcp suspected that, with time, it may have become bigger. On (B)(6) 2017, the catheter was replaced. The patient's current catheter was functioning fine. The affected catheter was explanted and discarded.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 500mcg/ml at 45mcg/day via an implantable pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported that after the pump replacement for end of battery life therapy had not been as efficient. Per the reporter they found a tear in the distal end of the catheter and the catheter was replaced. No further patient complications were reported.